Event description:
Patient received a burn injury to left posterior of their tongue approximately 12mm in size during a restoration procedure. Patient was under local anesthesia (septocaine) when patient felt heat on their tongue. The patient was instructed to rinse with hydrogen peroxide at the time of the injury. A follow up has been conducted with the patient and the injury is healing normally with no further medical treatment required and no reported complications.